Manufacturer narrative:
The cbct began rotating and acquired images for the patient alignment procedure. During the image acquisition, there was an interruption of the heartbeat that triggered the safety system in xps. This resulted in setting the motors to zero torque, and within 1.6 seconds, engaging the brake to stop the rotation of cbct. Unfortunately, the brakes did not engage fast enough to stop the xps from rotating. To prevent this from happening again, the engineer has reduced the delay time from 1600 msec to 100 msec for the braking system to get activated after the safety system is triggered. Further testing has not shown any failure, and the engineering team concluded that with this change, the system is safe to operate.

Event description:
During patient treatment in treatment room 1 the imaging c-ring lost torque around the patient on the treatment couch, causing the x-ray tube to appear to collide with the nozzle. There were no error warnings, or other notification of device malfunction.